Event description:
Reporter alleged obtaining the result of 50 mg/dl on the compact plus system compared back to back with the result of 100 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the compact plus suspect system used. (B)(6).

Event description:
The customer reported that a patient's ECG and spo2 was being monitored at the central station (cs), however, the bedside monitor was not communicating with the cs.

Manufacturer narrative:
This medwatch report is for the compact plus suspect system used. (B)(4). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.